Manufacturer narrative:
The tech replaced the power supply board and the dc power coil, which resolved the issue. The bed was operating within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the dc power coil had damaged shielding and exposed bare wires. Also the customer found that the power supply board had been damaged by the shorted power coil.